Event description:
It was reported that during a shoulder cuff repair surgery, the front end of the twinfix ultra anchor was deformed . The procedure was completed with non-significant delay, using a back-up device in the same originally drilled bone hole and no void left in the patient, the insertion site was cleared of all debris prior to insertion of the anchor. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings on the shaft, the suture strings are still through the shaft, exiting the proximal end of the handle. The prongs on the distal end of the insertion shaft are badly deformed, trapping the suture string in place. The anchor is fractured at the proximal end of the suture window. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the failures include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.